Manufacturer narrative:
(B)(4). Batch # p94c67. Device analysis: the analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing was noted a anti back up failure, the instrument was cycled and it fed and formed 4 conforming clips. In addition, the instrument do not perform the locked out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl spring was found to be out of position; this condition caused the anti-backup and lockout failure. No conclusion could be reached as to what may have caused the ratchet pawl spring to be out of position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: "was the device just jammed? Or was the device stuck on tissue and would not open? No information. If stuck on tissue and would not open, was the user able to open the device off of tissue during the procedure? How was device opened if stuck on tissue? No further information will be provided."

Event description:
It was reported that during a laparoscopic emergency cholecystectomy, jamming occurred at the firing. The device was used on the blood vessel. The issue was not resolved though the device was fired outside the patient several times for functionality. Another device was used to complete the case. There were no adverse consequences to the patient.